Manufacturer narrative:
Concomitant medical products: 670100 heart band, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell. The physician believes that the right ventricular (rv) lead had a microfracture after the fall. The rv lead was found to have high thresholds with no capture. The lead had undersensing, often not sensing at all, and over-pacing. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.